Event description:
Additional information was received from manufacturer representative (rep) who reports that the cause of the stimulation issues and "settings not available" message was due to electrode 4 having high impedance. Rep states they were able to program the patient around the high impedance and ensure patient had proper coverage. Issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient experienced issues with the device over the past two months. The patient noted that the stimulation began glitching, and attempts to increase stimulation resulted in a "settings not available" message. The patient reported no pain relief or vibration from the stimulation, despite the implant battery depleting. The patient confirmed that the stimulation was on, but no sensation was felt. The patient did not have a managing physician or pain management physician at the time of the report. The patient was advised to seek re-programming for the device.